Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device would not connect to the multi-function cable.complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) service department for evaluation. The malfunction was observed and the connector panel and gasket were replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.